Event description:
The device was used to treat a patient and, after delivering four successful defibrillation discharges through the therapy cable, the device allegedly would not discharge the defibrillator to the patient on the fifth attempt. The therapy cable was swapped with the hard paddles and treatment was continued. The patient's details and outcome were not released to mpc.